Manufacturer narrative:
Batch review performed on 07-08-2025. Lot 2408358: (B)(4) items manufactured and released on 08-05-2024 expiration date: 2029-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 4 months from primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon upsized the poly (14 to 17mm) and the surgery was completed successfully.